Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. Cap con grade iii. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent an unspecified breast surgery with mentor memorygel, 325 cc on the left and 300 cc on the right side silicone breast implants has experienced bilateral capsular contracture (grade iii), and unexplained systemic symptoms postoperatively, including headaches, numbness, tingling, chest pain, muscle pain, tightness, urinary tract infection, anxiety, brain fog, forgetfulness, and night sweats. As a result, patient underwent bilateral capsulectomy and removal on (B)(6) 2021. Patient health is improving after the removal. This report relates to the right prosthesis.

Manufacturer narrative:
Suspect device received on august 23, 2021. Device evaluation completed on august 25, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 300cc breast implant had a crease/fold on the anterior view. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).